Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported patient effects are known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device after an coronary catheterization procedure. Reportedly, on (B)(6) 2018, 16 days post procedure, the patient was re-emitted to the hospital and been diagnosed with cellulitis and a hematoma at the access site. A surgeon drained the hematoma and gave antibiotics pre- and post- drainage. The patient remains in the hospital. No additional information was provided.